Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Findings: pump received with no up and down button response due to flattened button dome switch. Pump received with dog chew marks on keypad over lay on up and down button dome switch and dog chew marks on reservoir tube lip. Pump had minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 199 mg/dl at the time of the call. The customer stated that they found their insulin pump in their dog's mouth after getting out of the shower. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.